Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the introducer exhibited air aspiration, and the large amount of air was absorbed into the body after entering. It was also found that the hemostasis valve on the introducer appeared to be inverted. A replacement introducer was used but the same issues were noted. As there were no serious consequences noted, the procedure was performed as planned. There were no patient consequences.

Manufacturer narrative:
The reported events of fluid leak and inverted valve were not confirmed. As received, an introducer was returned in one piece. Visual examination did not find any anomalies. Leak testing was performed, and no leakage was noted. No anomalies were found.